Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had passed away on 2016. The patient had been implanted with vns on (B)(6) 2015, and the patient did have better control of seizures with vns. The cause of death was unknown, but the patient's family had reported that the patient was feeling ill and had a fever. The patient also had chronic lung disease and a complicated medical history, so, based on clinic notes from before the death, the reporter did not believe that the death was related to vns. The patient's family did not take the patient to the ER when she had the fever, even though it was suggested to them by the hospital staff. Eventually, the family took the patient to another hospital, at which time the patient was pronounced dead. The patient most likely died at home and then was brought to the hospital afterwards.

Event description:
There was no definitive anatomic cause of death identified by the autopsy. The patient's comorbidities included the following: sptan1 gene mutation, early infantile epileptic encephalopathy (eiee), developmental delay, and central adrenocorticotropic hormone (acth) excess. She was found in asystole by emergency medical services and transported to the hospital. Upon arrival, asystole was confirmed, and the patient was pronounced deceased. Sptan1 mutation is known to be associated with early infantile epileptic encephalopathy (eiee), which is a rare disorder characterized by frequent tonic spasms in neonates and infants. Eiee carries a high incidence of death in infancy, childhood, or adolescence, and with the patient's known clinical history of epilepsy and sptan1 mutation, sudden unexpected death in epilepsy (sudep) is a possible cause of death in this case. A hemophagocytic process is observed in the bone marrow, and even though the spleen is markedly autolyzed, there is suspicion for the presence of splenic hemophagocytosis. Increased histiocytes in the thymus may be the result of early involution, but it may also be the result of a hemophagocytic process. These findings in the bone marrow and possibly the spleen and thymus can be secondary to infection or an autoimmune response. Even though the possibility of infection and sepsis cannot be ruled out, no additional findings that support sepsis are present either clinically or postmortem. Since a definitive cause of death could not be identified through the autopsy, the relationship to vns cannot be confirmed nor denied.

Event description:
The generator and lead were received on 06/02/2016. Analysis of the lead was approved on 06/18/2016. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious product anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There was no evidence to suggest an anomaly with the returned portion of the device. Analysis of the generator was approved on 06/20/2016. The device output signal was monitored, and results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.